Manufacturer narrative:
The device is unavailable for analysis. This report is filed april 30, 2014.

Event description:
Per the clinic, the surgeon reported ossification during initial implant surgery, resulting in partial insertion of the electrode array. Neural response telemetry measurements were attempted, however, could not be obtained. The device was explanted (B)(6), 2013, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B)(4).